Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Update- the correct become aware date has been received. This report is only to reflect the correct become aware date.